Event description:
Portex hypodermic needle-pro with needle protection device failed. After the rn used the needle on the patient, she activated the safety device to cover the needle. As the safety cover for the needle was pushed over the needle, it did not lock into place, but bent outward at a 45 degree angle. The rn was unaware the safety device had failed, and did not see the sharp end poking out resulting in a needle stick.